Manufacturer narrative:
Additional suspsect medical device components involved in the event: model# sc-2352-50 serial# (B)(4) description: linear 3-4 lead 50cm.

Manufacturer narrative:
The explanted lead (s/n# (B)(4)) was not returned to bsn for evaluation it was discarded by the medical facility. A review of the manufacturing documentation of the explanted lead (s/n# (B)(4)) found that no anomalies or deviations potentially related to the event occurred during manufacturing. Device evaluation indicated that the lead (s/n# (B)(4)) passed electrical and photographic imaging tests performed. External visual inspection showed that contact number eight (8) on the proximal end was crushed by the ipg setscrew along with additional setscrew marks at the lead retention sleeve and spacer. This is a result of not inserting the lead fully into the ipg header which led to lead to ipg misalignment and caused the impedance to register as high.

Event description:
A report was received that during a lead revision procedure due to lead migration, the physician chose to explant one of the leads due to all the contacts were exhibiting high impedances. A new lead was implanted and the patient is reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision procedure due to lead migration, the physician chose to explant one of the leads due to all the contacts were exhibiting high impedances. A new lead was implanted and the patient is reportedly doing well following the procedure.